Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon attempted to use a ks-3ai preloaded injector system, 25.5 diopter, and the iol plunger mispositioned. The lens was not implanted and there was no patient event. The backup lens was implanted.

Manufacturer narrative:
The device was returned with clear surgical residue. Debris on product. Visual inspection found nosecone damaged, lens stuck in cartridge, plunger shifted and foreign material on/in device (dry, clear residue). No similar complaint was reported for units within the same lot. (B)(4).